Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing. The plan of care was to leave the patient with elevated outputs. Additional information indicated that this lead was not capturing. The patient went into lead revision and developed pocket infection. This lv lead was explanted. No additional adverse patient effects were reported.